Event description:
The handpiece was difficult to open and close. During the procedure, the needles would not retract/deploy. The procedure was completed with another handpiece. There was no injury.

Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.